Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2019 at 6.00pm, she obtained an inaccurately high result of ¿197 mg/dl¿ on the subject meter, compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that she manages her diabetes with a combination of diabetes medications (metformin; unspecified dosage, novolog; sliding scale and levemir; unspecified dosage). She stated that, around dinner time, she took her usual dose of medication (12 units of insulin) in response to the alleged inaccurate high reading. The patient explained that on (B)(6) 2019 at 12.38am, she experienced symptoms of ¿sweaty and dizzy¿. She stated that she performed another blood glucose test and obtained a reading of ¿56 mg/dl¿ she explained that she self-treated her symptoms with a glucose tablet and a glass of orange juice immediately after becoming symptomatic. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips at the time of the initial call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking a dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.